Event description:
Since being implanted with essure, I've had numerous side effects. I was a healthy individual prior to getting this procedure done. I now suffer from extreme joint pain, heavy bleeding (for 3 weeks at a time), migraines (that last for days), blurred vision (floaters), dizziness, memory loss, pelvic pain, ringing in my ear, chronic inflammation in my c2/c3 (so severe that it is noticeable in x-rays), lower back pain, shoulder pain, bloating, hair loss, and stabbing pain on the left side.